Event description:
It was reported that during implant attempt, as the lead was advanced into the introducer sheath it was noted that the helix appeared partially deployed. The helix was fully retracted and the lead was advanced to the rv (right ventricular) septum. The helix would not fully extend after placement despite multiple attempts, and the helix would not fully retract. The lead was removed from the patient's body where the helix was noted to be partially extended. The physician was unable to extend or retract the helix even after multiple attempts. The lead was not used and the physician elected to not continue with the attempt. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix visibly bent. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.